Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted from 35% to 5% while connected to the usb cable and wall adapter. The customer was able to successfully charge the pump with a different usb cable and wall adapter. The customer stated that they were unsure if the cable was the reason of the issue. There was no reported impact to the customer's blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.